Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt had impedance measurements of >4000 ohms on their device. The device was removed. No pt injuries were reported.